Manufacturer narrative:
Review of manufacturing history records confirms that no non conformances were identified. A revision of the distal femoral implant to a total femoral implant was required due to injuries sustained by the patient during a fall, which resulted in a fracture of the proximal femur, and were not a as a result of a failure of the implant. In conclusion all manufacture, packaging and labelling met specification and there was no evidence of device failure; the incident occurred due to the patient falling.

Event description:
This is a supplementary report to 3004105610-2015-00094 ((B)(4)).

Manufacturer narrative:
The patient's device was comprised of a mets distal femur implant with a custom stem. The mets device serial numbers are as follows: (B)(4). The mets device lot numbers are as follows: b3959, a10628, b9197, a12258. The custom stem model/lot number is: 18265. The (B)(6) 2015 revision was required as a result of the patient's fall, peri-prosthetic fracture and ultimate non-union. The explanted device is not available for evaluation as it was discarded by the hospital. The investigation is ongoing. A follow up report will be submitted. Device not returned.

Event description:
The distributor reports a history of the patient falling and sustaining a peri-prosthetic bone fracture. The patient did receive treatment for the fall, however the bone did not heal, and ultimately resulted in a non-union. Consequently the patient was required to be converted from a mets distal femoral replacement (with custom stem) to a mets total femoral replacement implant.the patient successfully underwent this revision on (B)(6) 2015.(stanmore implants worldwide reference (B)(4))